Event description:
It was reported that the patient presented to the hospital remotely via merlin.net on (B)(6) 2022. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) was post paced t-wave oversensing on the ventricular channel which resulted in inhibition of bi-ventricular pacing. The programming changes were performed on (B)(6) 2022. The patient was in stable condition.